Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) was leaking helium. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) evaluated the iabp unit and found a torn o ring on the helium inlet of the travel cart. To fix the issue the fse replaced with a customer supplied o ring, then completed pm with full calibration. Unit passed all functional and safety tests per factory specifications. Returned to customer and cleared for clinical use. A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.